Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-07609 and 2134265-2016-06920. It was reported that automatic pullback failure had occurred. During a procedure, a motordrive unit 5 was used in conjunction with an unknown catheter and unknown sled. However, pullback stopped halfway through. No patient complications reported.